Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the patient¿s active directory did not cross over to the med station. A technical support specialist accessed the server and tried to contact the customer for further investigation. However, the customer informed that the issue had already been resolved. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, patients not crossing over to station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.